Manufacturer narrative:
Zoll medical corporation evaluated the device and the electrodes and the device performed to specification. The device was recertified and returned to the customer. The customer's report of the burn sustained was attributed to poor coupling. The electrodes were received with hair and skin adhered to them, suggesting the patient was not prepped prior to the event. The electrodes were scrapped after evaluation and replaced. Review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. This report has been attributed to poor coupling of the electrode pads to the patient?s skin. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.